Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the clinic for a routine follow up. Oversensing due to noise was noted on the lead. The noise was reproducible during high voltage lead impedance testing but not with isometrics. The lead was explanted and there were no complications for the patient. The lead was discarded in the field.